Manufacturer narrative:
Previous medwatch submission noted the event is a serious adverse drug experience. Upon further review, abbvie medical safety determined that the event is not a serious adverse drug experience.

Event description:
Previous medwatch submission noted the event is a serious adverse drug experience. Upon further review, abbvie medical safety determined that the event is not a serious adverse drug experience.

Manufacturer narrative:
Abbvie medical safety determined that the reported event is insufficient information at this time. Correction to g.3. Aware date of supplemental (B)(4). Aware date should have been listed as 13/may/2024.

Event description:
Abbvie medical safety determined that the event is insufficient information at this time.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® ultra plus xc in the lip/perioral area. After the injected, patient experienced a "potential vascular occlusion". Symptoms status is unknown.